Manufacturer narrative:
(B)(4). The device has not yet been returned to maquet cardiac surgery for evaluation. We are following up with the customer for the return of the device. A supplemental report will be submitted if the device is received. A lot history record review was completed for the reported product lot number. There was no nonconformance recorded in the lot history. (B)(4).

Event description:
The hospital reported that during an endoscopic vein harvesting procedure, vasoview hemopro was smoking. A replacement device and cord was used to complete the procedure. The hospital did not report any patient effects. I spoke to the pa who was using the hemopro device. She told me that this happened during the vein harvest procedure but not while the device was inside of the leg. There were no adverse effects to the patient. The pa noticed the barbs of the hemopro cord did not look right, they looked frayed. She connected the cord to the hemopro cutting device and tested the device on the field, outside of the patient's leg. The device would not activate. They replaced the cord. When she tested it again the device turned on but would not shut off. The cautery tip began to smoke. She disconnected the cord from the device and replaced the hemopro disposable device. This time the device worked the way it was supposed to.

Manufacturer narrative:
(B)(4). The device was returned to the factory for evaluation. Evidence of clinical use was observed. No visual defects were observed. A pre-cautery test as was performed per the instruction for use with a reference cable and reference power supply (B)(4) at level 2.5. The device immediately activated once the power was turned on. The toggle was not in the on position. We were unable to complete the precautery test due to the device remaining activated. The handle was opened to evaluate the internal components. No visible defects were observed to the toggle. The switch was examined under microscopy. No residue or contamination was seen on the switch. Based on the returned condition of the device and the results of the investigation the reported complaint was confirmed for 'device remains activated. Specific actions for this failure mode are being managed and documented in the maquet corrective and preventive action (CAPA) system. (B)(4).

Event description:
The hospital reported that during an endoscopic vein harvesting procedure, vasoview hemopro was smoking. A replacement device and cord was used to complete the procedure. The hospital did not report any patient effects. I spoke to the pa who was using the hemopro device. She told me that this happened during the vein harvest procedure but not while the device was inside of the leg. There were no adverse effects to the patient. The pa noticed the barbs of the hemopro cord did not look right, they looked frayed. She connected the cord to the hemopro cutting device and tested the device on the field, outside of the patient¿s leg. The device would not activate. They replaced the cord. When she tested it again the device turned on but would not shut off. The cautery tip began to smoke. She disconnected the cord from the device and replaced the hemopro disposable device. This time the device worked the way it was supposed to.